Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "nurse s from the theatre reports via our sales rep, (B)(4) that during a surgery from pd (B)(4) the following happened: when the block was battered into the pre-drilled holes, it broke apart. The surgeon used a tibial impactor (B)(4). The surgery was finished using a second cutting block."